Event description:
The customer contacted physio-control to report that their device keypad was not funtioning. They tested new keypads and that did not resolve the issue. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio verified the reported issue and replaced the user interface pcba. The device passed functional and performance testing and was returned to the customer for use. During further evaluation of the removed user interface pcb assembly, physio found a component on the pcba electrically damaged and unable to perform any button function other then power on. The root cause was electrically damaged integrated circuit, designator u5, on the user interface pcba.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device keypad was not functioning. They tested new keypads and that did not resolve the issue. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.